Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. The golvo mobile lift in intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. A search of the baxter maintenance records showed baxter performed preventative maintenance on this device in oct 15, 2018. It is unknown if the facility performed any other preventative maintenance on this device. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that golvo 7007 es had power cord damaged with copper wire exposed. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.